Event description:
Reporter alleged the blood glucose device generated a result of "lo" when inserting a test strips prior to being dosed with blood. It was reported the meter was brand new and no controls has been run on it yet. Reporter stated no actions or treatment is associagted with the alleged incident. A request was made for the return of the suspect device and replacement product was sent.